Event description:
The customer reported that the insulin pump alarmed motor error during a bolus delivery. Customer's blood glucose level was not reported. The customer was able to complete the rewind sequence. Customer was advised to discontinue use of the device and revert to a backup plan. The customer was advised that the device would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
Unable to prime during prime/compromised force sensor system alarm test due to faulty force sensor resistor. Insulin pump passed basic occlusion and displacement test. No motor error alarms noted. Motor tested ok. Cracked reservoir tube lip, minor scratches on display window, cracked case near display window corners, and missing endcap sticker noted during visual inspection. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.